Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, sb936, detachable pouch 3x6" 5ea/box was being used on (B)(6) 2022 and "during the surgery the bags is broken¿. There was no impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. No other information is known. A good faith attempt was made to obtain more information; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence and will be filed as a voluntary distributor report.